Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap. The spinning spiros reportedly disengaged from the primary tubing/line while in use on a patient. The staff had to tape the connection to assure it would not leak. There was no patient harm. This emdr represents two occurrences of the same reported failure mode.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter full phone information: (B)(6).

Manufacturer narrative:
Investigation summary: received one (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown. One (1) used list# unknown, plum set; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a spiros leak and disconnection could not be confirmed. Although the spin collar disengaged from the spiros, the returned sample was tested and met all product specifications. A device history review lot# review could not be conducted because no lot number(s) was/were identified.